Event description:
Event description guidant received information that the day after initial implant, this sweet picotip rx lead was removed from service due to non-capture and no sensing. Upon removal of this lead, it was discovered that the lead had not been fully inserted into the header of the implantable pulse generator.